Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a dexcom g7 continuous glucose monitor (cgm) pairing failure due to entry of an incorrect pairing code, which prevented sensor data from transmitting to the ilet until the correct code was used. No adverse clinical symptoms reported. Outcomes included a temporary interruption of cgm data to the ilet and no health impact. User support included user interview, review of use procedures, and troubleshooting education focused on correct code verification and pairing steps. Investigation of this case revealed user error in entering the pairing code, with device function normal once the correct code was entered and no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user misunderstanding or use error during setup.